Event description:
During an ercp procedure the physician used a cook endoscopy cotton cannulatome to perform a sphincterotomy. When cautery was applied the cutting wire broke and detacted from the device. The detacted portion lodged in the pappilla and was retrieved. The retrival of the cutting wire from the papilla contributed to what was described as "serious bleeding". The patient's condition is reported to be okay, but the incident required follow up due to the patient's age.